Manufacturer narrative:
The alamo t implant (part # 2811t-1008, lot #sm56678), was received from the contracted manufacturer as part of a lot quantity of (B)(4) on 4/25/2014. The lot was inspected to ansi/asq z1.4-1993 general level ii 1.0 aql sampling plan and released into inventory. Engineering evaluation was completed on 10/13/2016. Evaluation included visual inspection of the returned alamo t interbody cage to determine where primary fracture occurred. Results were as follows: primary fractures occurred on the medial wall with window features; and a secondary fracture occurred on the opposing medial wall as a result of the localized stresses generated by the primary fractures. When over-impacted, interbody cages are designed to fracture on the walls. As a result, based on the observed locations of fracture, evaluation concluded that the interbody cage was impacted with excessive force, causing the device to fail as designed.

Event description:
On (B)(6) 2016, at (B)(6), during implantation of an 8mm alamo t interbody cage (part number 2811i-008; lot number sm56678) in a lumbar fusion procedure, the cage broke. The broken alamo t cage, including all material fragments/pieces, were carefully removed from the patient and another alamo t cage was implanted. The broken cage was sent back to alliance spine for evaluation. No injuries were reported to the patient.